Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope connecting tube had a scratch. Inspection and testing of the returned device found nozzle with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had a scratch, bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip, crack, and a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the adhesive around objective lens was peeled which caused a streak of flare to appear in the image. Questionnaire for foreign matter found following: the product was cleaned , disinfected, and sterilized before it was sent it to olympus. It is unknown what was the foreign material that was adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). It is unknown if the air/water nozzle was flushed with air and water. There were abnormalities found in the accessories used for preprocessing. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. Unknown if air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.